Manufacturer narrative:
Clarification: d.1, d.2a, d.2b, d.4; no additional information received concerning device information, it is not know if device is silicone or saline. Default to saline. Journal article citation: vets, j., marcelis, l., schepers, c. Et al. Breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?. Diagn pathol 18, 52 (2023). Https://doi.org/10.1186/s13000-023-01337-5. Additional contributing authors: dr. Lukas marcelis. Translational cell and tissue research laboratory, ku leuven, leuven, belgium department of pathology, uz leuven, university hospitals, leuven, belgium dr. Charlotte schepers. Department of pathology, uz leuven, university hospitals, leuven, belgium. Dr. Yaliva dorreman. Department of oncological surgery, uz ghent, brugge, belgium. Dr. Sanne verbeek. Department of pathology, zol, genk, belgium dr. Lieve vanwalleghem. Department of pathology, az sint-jan, brugge, belgium. Dr. Katrien gierraerts. Department of radiology, az sint-jan, brugge, belgium. Dr. Liesbeth meylaerts. Department of radiology, zol, genk, belgium. Dr. Jan lesaffer. Department of oncological surgery, sint-jan, brugge, az, belgium. Dr. Helena devos. Department of laboratory medicine, az sint-jan, brugge, belgium. Dr. Natalie put. Department of hematology, zol, genk, belgium. Dr. Sylvia snauwaert. Department of hematology, az sint-jan, brugge, belgium. Dr. Pascale de paepe. Department of pathology, az sint-jan, brugge, belgium. Dr. Thomas tousseyn. Translational cell and tissue research laboratory, ku leuven, leuven, belgium department of pathology, uz leuven, university hospitals, leuven, belgium. The events of seroma-late and necrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Literature article "breast implant associated ebv-positive diffuse large b-cell lymphoma: an underrecognized entity?" Reported a "tumoral mass at the upper-external quadrant of the right breast, in close contact with the implant with a layer of fluid surrounding the implant" "there was mild inflammation", "chronic inflammation", ¿partially necrotic¿ when biopsy was taken, and ebv + dlbcl diagnosis not device related. This record is for the right side. Device has been explanted.